Event description:
Boston scientific received information that this patient was experiencing signs of pocket erosion. As a result the pocket was opened up for a revision. Once the pocket was open the physician found what appeared to be an infection, so cultures were taken. During this procedure electrocautery caused the device to go into safety mode. This lead was implanted previously capped. Th results of the infection came back negative so this lead was not removed. It remains capped and implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.